Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed, and device was not detected on bus. User tried to reboot the station and recover the station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubie pocket had failed in drawer 3.1 and noted that row c was not detected on the bus. A field service engineer (fse) reset the tray, cables and internal pixie bus cables, rebooted the system, and verified that all drawers were operating properly afterward. The system functioned as intended after field service engineer repaired the device.